Event description:
New information received indicated that the right ventricular (rv) lead was revised due to a chronic high capture threshold. The patient was asymptomatic before, during, and after the procedure. The new rv lead was implanted without, and the original lead was extracted without complications. The patient was discharged stable.

Event description:
It was reported that the patient presented for follow-up with pocket stimulation. A high capture threshold was detected on the right ventricular (rv). Programming changes were made to address the pocket stimulation and high capture threshold. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of capturing problem and muscle stimulation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any conductor fractures, however, an internal short was noted due to procedural damage to the inner insulation. Visual and x-ray inspections did not find any anomalies except for procedural damage.